Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they performed a laparoscopic colon resection converted to open surgery. The conversion to open was not a result of the device. The patient suffered leak and had to come back to the hospital.